Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redp2683 showed four other similar product complaint(s) from this lot number.

Event description:
It was reported that catheter with leakage in the extension, where there is a hole aspect, observed in the testing of the product before insertion into the patient.